Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right-hemicolectomy procedure, the first hour was normally functioned. After an hour when surgeon tried to use different device mode set at 30w for the hook, the machine alarmed with monopolar activation, but the surgeon wasn't activating it. No energy was delivered with the self activation tone. Even tried to change back to the device, the alarms continued. When tried to unplug the receptacle from the machine, the generator still alarms with the monopolar activation continuously. Changed to another generator when surgeon used for 15 mins with same handpiece, when tried to use different mode, the generator screen was observed with interference suddenly and the machine restarted itself. After restarting, when surgeon tried to activate monopolar hook again, the interference came out again. At last, they changed back to the first generator used from the beginning and it¿s fine until the end of case. There was no patient injury.